Event description:
It was reported that a device leaked while in use on a pediatric pt from the connection between the device and terumo surplug after being in use for 24 hours. A crack was observed at the female connector of the device. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.